Manufacturer narrative:
H3 other text : device evaluated at a third-party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue. Additionally, not related to the issue the device's missing power cord clamp was replaced and tubing was reconnected to address a "circuit check " error.